Event description:
It was reported that an alert for high voltage lead impedance out above upper limit was observed. Possible coil damage was suspected. However, it was noted that the rise in impedance was not so dramatic to expect a non-functioning coil. The decision was made to continue to monitor the lead closely. No patient symptoms were reported.